Manufacturer narrative:
(B)(4). Batch # unknown. Concomitant medical products: reload - sr75 (lot: r4178k). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
At the time of stapling the small intestine, staples were opened from the portion of the terminal intestine that came out as a piece. Later, after approximately 2 minutes, the portion of the intestine that remained in the cavity was checked and the staple line was completely open. This was the third shot of the stapler, it was new, the previous shots were full, I was present, we waited 20 seconds before firing any cartridge. No treatment was required because the first line that opened that piece came out and the second could be repaired manually. This is the first time this event has happened. Device contaminated by infected necrotic pancreatitis ¿ not returning. Patient data is ams, (B)(6) years old, male. The integrity of the patient was not affected and, speaking with the dr., he commented that the surgery and the surgical time were not affected due to the opening of the staples, however due to the complexity of the surgery and the severity of the patient, he is serious in intensive care unit. It was not possible to collect the sample because it was a contaminated surgery. Ntlc75, open staple line. Male, 58, is in ICU in severe condition, which is not due to ntlc75.